Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was found to be in bvvi mode via review of remote transmission. The asymptomatic patient presented to the hospital, and the device was restored to normal function via firmware download. The patient was stable and will be followed normally.